Manufacturer narrative:
Distributor information: (B)(4). Exemption number, e2014005. (B)(4).

Event description:
The event was reported by a customer from (B)(6): "screen is damaged, air bubble alarm for air is going off that is not justified patient involvement, delay in treatment yes, adverse event unknown, pictures to come. Delay in therapy:yes. Need for medical intervention:unknown. Patient involvement: yes."